Manufacturer narrative:
Immucor field service was called to assess the galileo echo instrument. Field service inspected the instrument on (B)(6) 2018 and performed unexpected reaction checklist. All tests passed except for the peri-pump which had a reading 9.29g. The technician replaced the tubing and the test passed at 10.9g. The technician then ran qc and 7 patient samples which were all successful. Customer was able to repeat screen test of sample ID (B)(4) on (B)(6) 2018with capture-r ready screen lot number r968 and capture-r indicator cells lot number 221085, obtaining 3+ results on cell 2 as expected after immucor field service had changed pump tubing.

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen and identification, when tested on a galileo echo instrument on (B)(6) 2018.